Manufacturer narrative:
The initial MDR submitted on (B)(6) 2025, was filed inadvertently. The reported hospitalization was not related to the device and is therefore not considered reportable. The patient reported being sick and hospitalized due to a viral illness, which was unrelated to the implant.

Event description:
Per the clinic, the patient experienced localized headaches at the implant site and was hospitalized overnight on (B)(6) 2025. The patient was discharged on (B)(6) 2025 and the pain has reported to have improved since then.